Event description:
It was reported that intra operatively, there was no noticeable feel in the firing of the device. The internal incision was closed using vicryl 2.0. External incision closed with the skin stapler. An additional crease was observed on the leg of the staple when formed. It was during removal of the dressing that the staples came out. This occurred between 24-72 hours post wound closure. As a result the wound does approximate well.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. A 2200 wound not well approximated-not cosmetically pleasing for patient.